Event description:
Additional information received reported that the pateint was doing well.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an issue with initially getting stimulation and then losing it. It was stated that this had been an issue since implant. It was further stated the patient had problems with loss of stimulation since adaptive stim (as) was enabled about six weeks post implant. The patient was reprogrammed with a good result when they met with the manufacturer representative on (B)(6). Stimulation was working at that time. The patient then went home and took a nap. When they woke up, stimulation was not working. The following day it was then stated the stimulation was again working. It was unclear why the stimulation was working one day and not the other. As of (B)(6) it was noted that not only was stimulation not working when using as, but also when the patient was in manual mode. It was additionally indicated the patient could only feel stimulation "slightly" if they arched their back and turned stimulation up to 6v. The stimulation was described as "throbbing and intermittent" when increased. Impedance measurements were "normal" and no falls or traumas were reported in relation to the stimulation issues. Troubleshooting was conducted and as was on and the patient was feeling stimulation. Impedances did not change when they would move in different positions with as on. It was noted the manufacturer representative would assess the patient a week later. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 37714 serial (B)(4) showed no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. A diary of the patient's issues were reported. On the way home from the physician's office the device reportedly was turning on and off erratically while sitting in the same position in the car. Multiple occurrences of skipping and stimulation turning off and on were reported during the week the patient took a diary. Stimulation was described as building up in a "wave-like manner" then disappearing. During a shower, while standing, stimulation was reported to have turned off for 3 minutes and then come back fully. Stimulation was reported as unpleasant in multiple occurrences, reported as feeling "thumping" or "throbbing" and erratic. Small positional changes, such as bending a knee, resulted in stimulation changes. The patient often arched their back to obtain stimulation feeling, however sometimes when the stimulation was reported as off it did not help. It was noted there was always a "skip" 20 seconds after moving into a new position. It was stated the battery life seemed to affect stimulation. The patient had drops of stimulation with battery decreases. As a result the patient would increase stimulation, but when they charged and turned it back on, it often gave the patient shocks by being too strong. It was also stated that it did the same thing if the device was off for several hours. It was stated the device "didn't like" the inbetween areas, such as between "lying down right" and "lying down flat" and would "freak out" in the inbetween areas. It was further noted that the written diary reflected some of the events found in the device data collected, but no malfunction was determined. It was noted the patient was using manual mode since several days prior to (B)(6) 2013. The patient continued to have issues with stimulation losing strength and having to turn it up more, which would result and stimulation being too strong and shocking them. It was later reported the device was replaced. Battery depletion was noted as not normal. The patient had to recharge every 2 days, and stimulation was reported as weak and skipping. It was reported there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3998, lot # j0437419v, implanted: (B)(6) 2004, product type lead; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006 product type extension. (B)(4).

Event description:
Additional information received reported the device was put in manual mode where the patient preferred. Data was collected from the device for the week the patient had adaptive stimulation turned on. No further issues had been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated the report from the clinician programmer showed the patient was spending much more time in upright position than lying position and there was no mobile time or lying front time. It was also reported the patient had been using manual mode since (B)(6) 2013. On (B)(6) 2013, the patient's impedances were also checked multiple times with the patient in different positions and they were within normal range. The patient still complained that the stimulation would cut off when she was lying down. During the same visit, it was reported the patient was "randomly mashing" the patient programmer buttons when asked to show how she used the device. It was noted the patient "didn't always know where to go" and there was confusion about whether and how the adaptive stim (as) was being used. Five days later, it was reported the patient had a loss of therapeutic effect. The patient stated the as was "acting up" in manual mode and the stimulation would cut out when she moved in any position. It was noted the stimulation came back on if she arched her back in manual mode, but not if she used as. When the stimulation would cut out, the patient's programmer showed the stimulation was turned on with the appropriate position and at the appropriate voltage. The patient also had been feeling a skipping sensation and it was stated she "feels on/off skips really fast". The patient used their stimulation all of the time. It was stated the "cutting off' was worse and occurred all the time in as when position changes were made, but it occurred in manual mode as well. In as mode, the patient's stimulation did not come back if she arched her back, it instead exacerbated it. The patient stated the stimulation cut out 10 times in as to every one time in manual mode. It was also noted the patient's device was set at 5 volts and the patient charged every two days and started charging when the device was at 25%. Data was collected from the device on (B)(6) 2013 and it was stated more data would be collected a week later with the patient using the as mode. Nine days later, it was reported the manufacturer representative collected data from the patient's device.